Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to flattened esc and act dome switched. Corrosion was also found at the keypad traces. Unit received with missing end cap sticker and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 481 mg/dl. The customer treated his high blood glucose level. His blood glucose level came down to 381 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.